Manufacturer narrative:
The pod generated an empty reservoir alarm. The reservoir was confirmed to be empty. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Blood was observed on the adhesive pad. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be determined.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod less than 1 hour. When removed from the infusion site, the pod's cannula was found to be bent. As treatment, the patient changed out the pod. The site was bleeding.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.